Event description:
The reporter stated that during a spinal surgical procedure, the surgeon turned the set-screw (locking cam) too far on one side and broke the cross-connector.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The device was not returned for evaluation. Integra's investigation determined that there was a spare implant available in the implant caddy which was used to successfully complete the surgery. This was the third damaged cross connector report received in 2009. This is considered to be primarily an issue with surgeons who are unfamiliar with the system. The system utilizes a locking cam, which should only be turned 180 degrees to fully tighten. Attempting to tighten it further will damage the implant. Difficulty inserting cross connector and separation of cross connector components are both addressed in the implant fmea (failure modes and effects analysis), in the coral design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.